Event description:
A healthcare facility in canada reported via a fisher & paykel (f&p) healthcare field represenative that the 950n81j neonatal ventilator dual heated circuit did not pass the leak test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.